Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had occlusion alarm during displacement verification test. Customer had high blood glucose level of 23.8 mmol/l. Customer stated that the cannula was intact. Customer stated that there was no air bubble in the set. The insulin pump will be returned for analysis.